Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom part of the brush broke off in mouth nearly choking me [choking sensation]. Whilst cleaning teeth the bottom part of the brush broke off in mouth [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while she was cleaning her teeth with an oral-b rechargeable toothbrush, version unknown the bottom part of the oral-b dualaction (dual clean) brushhead broke off in her mouth nearly choking her. As such, she stated that she had gone back to using a manual toothbrush. The consumer asserted that she had been using these brushes for a while and had not had this problem before. The case outcome was recovered. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she purchased the brush heads as a pack of 4. She stated that she changed the heads every 8-10 weeks, when they started showing wear. She noted that she had never dropped either the head or the toothbrush with the head attached. No further information was provided.

Manufacturer narrative:
On 10-may-2017: product investigation results: reporter returned two toothbrush heads. On 14-mar-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. The product reached end of life. No manufacturing fault identified.

Event description:
Bottom part of the brush broke off in mouth nearly choking me [choking sensation] whilst cleaning teeth the bottom part of the brush broke off in mouth [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while she was cleaning her teeth with an oral-b rechargeable toothbrush, version unknown the bottom part of the oral-b dualaction (dual clean) brushhead broke off in her mouth nearly choking her. As such, she stated that she had gone back to using a manual toothbrush. The consumer asserted that she had been using these brushes for a while and had not had this problem before. The case outcome was recovered. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she purchased the brush heads as a pack of 4. She stated that she changed the heads every 8-10 weeks, when they started showing wear. She noted that she had never dropped either the head or the toothbrush with the head attached. No further information was provided.

Manufacturer narrative:
On 10-may-2017 product investigation results: reporter returned two toothbrush heads on (B)(6) 2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. The product reached end of life. No manufacturing fault identified. On (B)(6) 2017 return of additional product has been requested.

Event description:
Bottom part of the brush broke off in mouth nearly choking me [choking sensation]; whilst cleaning teeth the bottom part of the brush broke off in mouth / brush broke off in mouth [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while she was cleaning her teeth with an oral-b rechargeable toothbrush, version unknown the bottom part of the oral-b dualaction (dual clean) brushhead broke off in her mouth nearly choking her. As such, she stated that she had gone back to using a manual toothbrush. The consumer asserted that she had been using these brushes for a while and had not had this problem before. The case outcome was recovered. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she purchased the brush heads as a pack of 4. She stated that she changed the heads every 8-10 weeks, when they started showing wear. She noted that she had never dropped either the head or the toothbrush with the head attached. No further information was provided. On (B)(6) 2017 received follow-up phone call with consumer's husband: the husband reported that his wife was okay, but the oral-b dualaction brushhead broke off in her mouth. The husband stated that there were 4 brush heads in the pack, but she had the problem with just the one brush head. The husband noted that there was no packaging, and the brush head hadn't been dropped. He noted that this had happened before. The case outcome remained recovered. No further information was provided.